Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified the flex vision pc cmos bios battery was defective and drained out. Analysis of the system log file showed the host pc was not connected to the flex vision pc. To resolve this issue, the cmos bios battery of the flex vision pc was replaced. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.